Event description:
Additional information: symptoms that consisted of pain, edema and erythema developed in the glabella 6 hours after the injection. Prior to the injection, the patient was prepped with chlorhexidine. Patient was also treated with hyaluronidase. Symptoms were only considered to be mild and only pigmentation.

Manufacturer narrative:
Device history record found no significant anomalies. No deviations or non-conformances were found.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pustules, erythema, hyperchromia, edema, pain, whitening, blood came out and paresthesia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the nasolabial folds (nl1, nl2, nl3), glabella (g1, g2) and marionettes (m1, m2, m3). During the injection, the healthcare professional "sucked, countered to 10, blood came out." Patient felt paraesthesia in the nasolabial sulcus on the left which improved after 15 minutes. Patient left the office without pain or discoloration to the injection areas. Later that evening, the patient developed pain in the glabella. Patient sent in a photo which showed edema in white-ish central area. Patient was prescribed with tylenol and warm compress. On the following day, there was erythema, pain and central whitening. Patient was treated with diprospan, aas, cefadroxil and a warm compress. Two days later, the patient was also prescribed ciprofloxacin and predsim. Eight days later, the patient developed pustules with improvement of edema. There were no nodules and the patient was prescribed verutex b. Three days later the patient was prescribed with clobesol. On the following month, the patient then developed hyperchromia and treated with klassis. On the next month, the patient was well and had an ultrasound and confirmed which was reported by the healthcare professional's notes. Symptoms had completely resolved 2 days later.